Event description:
It was reported that during a routine device replacement, the physician observed that the proximal portion of the atrial lead in the device pocket had some insulation damage. It was also reported by the physician that the right ventricular (rv) lead had two areas of proximal lead (in device pocket) that had insulation wear/erosion/damage. It was uncertain if the chronic insulation was damaged by the leads kinking in pocket, or due to application of electrical cautery. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory was performed and no anomalies were found. Concomitant products: (B)(4) ipg, implanted: (B)(6) 2008 (B)(4).